Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 08/19/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 196mg/dl and 212mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: customers concern: with 166mg/dl on (B)(6) 2015 1:59:00 am and with 181mg/dl on (B)(6) 2015 5:05:00 pm. Customers wife stated his blood work about 3 weeks ago performed at the lab did show an elevation of his hgba1c at 6.9. Customer does not have the date and time properly set on the meter.